Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarm "oxygen supply failed" occurs when connecting oxygen, defective o2 mixer assembly, after replacing with new parts the unit was repaired. No patient involvement.